Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed paralysis 2 days after lead replacement surgery. Reportedly, surgical intervention was undertaken on (B)(6) 2016 during which time the lead was explanted due to an epidural hematoma. The patient is currently undergoing rehabilitation therapy.